Manufacturer narrative:
A review of the manufacturing records for the intraocular lens was performed. The tecnis toric acrylic 1-piece intra ocular lens, model zct300 was sterilized and there were no non conformances found. There were no associated nonconformity material reports with respect to this order number. Results of environmental control noted there were no environmental monitoring related non conformances within the timeframe for this production order. The order number was not produced under deviation. There were no process and/or material changes within the production order. Based on the manufacturing record review and historical review no deviations were reported. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). To date, the lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) required repositioning after the lens had rotated in the patient''s eye. The repositioning of the lens was successful with no further issues reported.

Manufacturer narrative:
Corrected data: information that was known but inadvertently not provide: the intraocular lens (iol) rotated from 85 degrees to 125 degrees. The patient was stable but complained of visual distortion and was unable to read signs. Auto-refraction showed +1.75 -2.00 x 128; visual acuity was 20/70-1. (B)(4). The manufacturing records were reviewed including device history records, sterilization, environmental and optical measurement results records. All were without deviations and were within specifications. All pertinent information available to the manufacturer has been submitted.